Manufacturer narrative:
Patient information not available for reporting. Additional product code: kwq. (B)(4) - lot number unknown. Device malfunctioned intra-operatively and was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during an unknown surgical procedure on (B)(6) 2018, three (3) separate 3.0mm cervical spine locking screws chipped during the torqueing stage. No fragments were generated. The screws were replaced with new screws, surgery was completed with no further issues. This report is for one (1) 3.0mm cervical spine locking screw. This is report 3 of 3 for (B)(4).